Event description:
Pt reported the infusion device sometimes display an e6 (mechanical error) message. Pt changed the battery and rewound the piston rod. Pt stated the infusion device works. Pt reported experiencing elevated blood glucose level for reasons unk 3 weeks later. Pt stated the blood glucose level was 399 mg/dl ¿ hi; the last date of the incident was (B)(6) 2012. Pt¿s normal blood glucose level is 140 mg/dl. Pt experienced nausea and vomiting; took correction via the infusion device with no success. Now the pt took correction via pen. Pt reported the piston rod on the infusion device makes abnormal noises and the device delivery is not correct. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.